Event description:
It was reported a malfunction alarm intermittently occurred. The customer experienced an elevated blood glucose (bg) level 558 mg/dl). A correction bolus was delivered to address bg. The customer reverted to an alternate method of insulin therapy.